Event description:
It was reported that dr. Indicated infection. In march 2022, the patient went to the clinic for missing teeth in the upper left 3, the upper left 5, and the upper right 5. After the examination, a dental implant surgery was performed, and three 4.1*10, 4.7*8, and 4.7*8 zimmer tsv implants were implanted. The initial torque reached 30n, and the abutment was healed at the same time. In the later stage, the patient felt that there was an abscess at the implants site, and the infection was found after coming to the outpatient clinic, so the implants were removed. Abscess, inflammation. Tooth site # 13.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. K011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Similar complaints for implant infection have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event.DHR review was completed for the associated subject lot numbers 63863654 & 63849499. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa.sterilization record review was performed for the associated lot numbers 63863654 (st# 3354) & 63849499 (st# 3345) and verified to have passed all sterilization activities with no issues or nonconformities identified.complaint history review was performed for the reported lot number 63849499 for similar events and 1 other relevant complaint was identified, ((B)(4)). Investigation has identified that the most likely probable causes are related to medical conditions/patient habits and surgical technique. Complaint history review was performed for the reported lot number 63863654 for similar events and no other complaint was identified.as documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.